Event description:
During an arthroscopic rotator cuff repair (arcr) procedure using a healicoil rg sa 5.5mm w/3 ub-bl, cb bl, bk, it was reported that the anchor pulled out during knot tying and noted to be broken. The broken pieces were removed from the joint. A 5.0 mm twinfix ti suture anchor was placed in another site leaving the initial site empty. The patient¿s bone quality was reported as soft. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: one 5.5mm healicoil rg was returned for evaluation. Visual assessment of the device confirmed the threaded portion of one side of the anchor has broken. The broken pieces were not returned. As reported the patient had soft bone. The root cause for the reported failure mode is due to inadequate patient bone quality. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. The instructions for use states under precautions, ¿inadequate bone quality could result in loss of fixation or pullout of the suture anchor. Bone quality must be adequate to allow proper placement of the suture anchor¿. (B)(4).

Manufacturer narrative:
(B)(4).